Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that the device had stored pacemaker mediated tachycardia episodes. Noise that was oversensed on the atrial channel was noted on the episodes. No therapy was delivered. The noise appeared to be emi and the clinician will ask the patient what he was doing at the time. The device remains implanted.